Event description:
Dealer contacted (B)(6) in sales stating that their customer's upholstered seat is sagging and resting on the cross bars. Original order (B)(4). Date of sale to customer is (B)(6) 2014. Within one year of seat upholstery. No end user information provided. (B)(6) in sales will have dealer call in for warranty replacement.